Manufacturer narrative:
This report is submitted on march 24, 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with pain and dizziness with device use. Troubleshooting was conducted; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 12 may 2020.